Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced recurrent abdominal pelvic pain, recurrent urinary incontinence, dyspareunia and bleeding. A removal of the mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.